Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not be deployed on the anatomy. However, the returned product confirmed that there was shaft polymer extrusion damage. The physician attempted to use a 2.25x20mm taxus express2 drug eluting stent in the left anterior descending (lad) coronary artery but the "stent could not be deployed on the anatomy." The procedure was completed with a different device. The pt condition was reported as good.